Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, moderately calcified, 80% stenosed, proximal/ostial first diagonal branch. During advancement of the 2.25x23 mm xience xpedition stent delivery system (sds) the sds became stuck in the guiding catheter and on the guide wire. Inside the guiding catheter at the same time was the guide wire and a non-abbott balloon catheter. An attempt was made to retract the sds from the guiding catheter; however, a stent strut was observed to be flared. The devices were removed from the anatomy as a unit. A new guiding catheter was used and a new 2.25x23 mm xience xpedition were used successfully to complete the case. There was no clinically significant delay or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis; however, the device was returned for evaluation. Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed; however, the difficult to position/remove from the guiding catheter and difficult to position the guide wire were unable to be confirmed. Based on a visual, dimensional, and functional inspection and chemical analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.